Event description:
Boston scientific crm received information that this chronic right ventricular (rv) lead exhibited high out of range impedance measurements of greater than 2500 ohms. Threshold and sensing measurements were noted to be stable. This lead will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.